Event description:
The adhesive on the wrap holding the 6.0 cuffed et tube to the holder lost its tackiness and allowed the et tube to migrate 5cm. The double-sided tape on the et holder wrap (provided by the manufacturer) secures the et tube to the fastener. The loss of tackiness of the tape on the wrap was noticed on three separate holders. In the second occurrence, the holder was in place for a patient and found to be loose but the et tube did not migrate. In the third occurrence, the holder's tackiness was noticed to be inadequate and was not used. The holder and packaging was kept by the hospital and will be returned to the manufacturer. Manufacturer response: for anchorfast oral endotracheal tube fastener, (brand not provided) (per site reporter); they have been very responsive.